Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
Device 1 of 2. The pt received 2 scs leads with different lot numbers. Reference MFR report number: 1627487-2012-03310. It was reported the pt had a csf leak during the trial procedure due to dural puncture from the coude needle. The physician did a blood patch and implanted the scs leads at another location. It was also reported the pt developed a severe headache before being taken to recovery. The pt was kept lying flat for 2 hours and then sent home with morphine. The trial was delayed in order to ensure the pt recovered from the csf leak. Follow-up identified the pt¿s headache has resolved. The pt is receiving adequate stimulation.